Event description:
It was reported by the user site that on (B)(6), 2026, during use of the selenia dimensions 3d mammography system, the c-arm continued to rotate after the toggle switch was released while positioning the c-arm to the -90 degree position. No user or patient injuries were reported. A hologic field service engineer (fse) was dispatched to investigate the device and observed that the paddle switch was not moving smoothly due to debris present in the switch mechanism. The fse cleaned and lubricated the paddle switch and verified that the switch moved smoothly and that the c-arm stopped rotating when the switch was released. The fse tested all other c-arm switches and verified proper operation. The system was confirmed to be operating according to manufacturer specifications. No further information is currently available.